Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/26/2015). The patient¿s meter has been returned on 2/11/2015 and evaluated by lifescan product analysis on 2/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter displayed inaccurate high readings. The complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the alleged product issue began ¿last week¿. The patient stated she obtained blood glucose results of ¿213mg/dl¿ on the subject meter, compared to ¿190mg/dl¿ on another device performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results fall within lifescan¿s criteria for accuracy. It is unknown how the patient manages her diabetes and if she made any changes to her diabetes regimen as a result of the product issue. On an unspecified date/time after the alleged product issue began the patient reported she developed the symptom of ¿shaking, clammy, sweating and confused¿. The patient reported that she self-treated with food and/or drink. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure, an approved sample site was used to obtain the result and the test strips were not identified as counterfeit or suspect. In addition the test strips were not open past their discard or expiry dates and the test strips were stored correctly and the test strip vial was intact. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.